Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have blood iron decreased ("low iron count"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage and blood iron decreased outcome was unknown. The reporter considered blood iron decreased and genital haemorrhage to be related to essure. The reporter commented: as per social media content hysto approved by insurance. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have blood iron decreased ("low iron count"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage and blood iron decreased outcome was unknown. The reporter considered blood iron decreased and genital haemorrhage to be related to essure. The reporter commented: as per social media content hysto approved by insurance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.